Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced controller and sensor to resolve this issue. Customer confirmed tested by inventory drawer. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. Customer stated that there was causing delay in nurses being able to dispense medications. There were no adverse events or injuries reported based on this event.